Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rhino-laryngofiberscope light guide connector exhibited foreign object. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign object remained due to reprocessing deviated from the instruction manual. In addition, it was confirmed that the light guide connector has abnormality ¿deformation¿ and the adapter frame has abnormality ¿peeling of painting.¿ the event can be detected/prevented by following the instructions for use which state: 8.1 combination with the cleaning disinfection equipment. This product can be combined with our specified endoscope cleaning and disinfecting equipment. When using, please follow the respective "appended paper" and "instruction manual". Olympus will continue to monitor field performance for this device.